Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that they did not make it to the bathroom the day prior, so they checked the ins using their patient programmer and they saw a por (power on reset).  They were redirected to their healthcare provider to address the por. They reported that starting the day of the report their left leg had been acting like it did not want to move when they walked, they wanted to know if this was related to their stimulator. They were redirected to their healthcare provider.